Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6), 2016, was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a minimally invasive midurethral sling, diagnostic cystoscopy and site-specific rectocele repair procedure performed on (B)(6) 2016, for the treatment of mixed incontinence and symptomatic stage 2 rectocele. As reported by the patient's attorney, the patient has experienced an unspecified injury.